Event description:
During a laparoscopic appendectomy procedure, while removing the device, the reload broke into pieces and fell into the pt. All of the pieces were retrieved. There was no pt consequence.